Event description:
It was reported that during the initial implant procedure, out of range pacing impedance was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.